Manufacturer narrative:
A lot history review was completed and the lot met all release criteria. The device was returned with the cannula partially retracted, exposing a portion of the sample notch. No damage was noted on the cannula and the sample notch. Loose particles could be heard within the device. There were no visual anomalies noted on the sample. The sample was functionally tested by attempting to twist the rotational knob once to prime the device. The device could not be primed due to the loose particles. The sample was disassembled and the internal components were examined. The cannula hub including the tangs as well as the stylet tangs were found to be broken. The investigation in confirmed for a break, as the cannula hub including the tangs as well as the stylet tangs were found to be broken. The root cause for this event was determined to be supplier related due to over-processed resin.

Event description:
It was reported that during an ultrasound-guided biopsy procedure, the device did not activate and a rattling sound came from inside of the device. The device was primed again and the same issue replaced. A coaxial and another device were used to complete the procedure. The suspect device did not come into contact with the pt. There was no pt injury associated with this event.